Event description:
A customer reported irregular flaps. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A company representative could not duplicate reported issue during an on site visit. The completed service installation record was reviewed and the system was found to meet specification. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).